Manufacturer narrative:
This is a supplemental report to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, poka yoke getinge, using peracetic acid (poka yoke agent a and agent b). If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of local service department. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Filamentous fungi (2 cfu/endoscope). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.